Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported kink was confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported kink and resistance during removal appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left circumflex coronary artery that was heavily tortuous and moderately calcified. The nc traveler 3.0 x 15 mm balloon dilatation catheter (bdc) was used to post-dilate an unspecified stent at 16 atmospheres / one inflation. When the bdc was removed from the anatomy, resistance was felt, although it could not be confirmed what caused the resistance. The device was removed independently fully deflated and the shaft of the balloon was kinked. The stent was confirmed to be fully apposed to the vessel wall. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.